Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Additional reporter: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred on an unspecified date involving a tego¿ connector where the customer stated the following: "the tego caps are changed every monday and tuesday at the facility (B)(6). However, at the end of the week, we are forced to change the tegos often because the non-return valve is defective in the sense that it comes out of its initial housing and therefore does not allow the dialysis catheter to function properly. The tego caps are replaced each time they are found defective. Eight tego devices were identified with this problem. The incidents were not detected prior to patient use. The procedure was hdf post-dilution and the devices were changed without any further incidents." There were patients' involvement but there were no adverse events.

Manufacturer narrative:
Investigation summary the complaint of separation on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.